Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they couldn't go to their physician anymore and hadn't notified them. There were no circumstances that led to the issue. No steps were taken to resolve the issue and it wasn't resolved.

Event description:
The consumer reported that their rechargeable battery only lasted 3 years and it wouldn't recharge anymore so they stopped using it. Relevant medical history includes other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.